Manufacturer narrative:
(B)(4). The complaint sample was returned to maquet germany for evaluation. The unit was cleaned and disinfected prior to testing. Gas transfer and pressure drop testing with bovine blood was performed. The oxygenator met the specification of gas transfer for each blood flow rate but the pressure drop was unusually high. The oxygenator was cleaned and tested again and the results were comparable. The root cause for the pressure gradient was undetermined. The investigation determined that the oxygenator performed satisfactory over two days; therefore, the observed clotting is not related to product failure. Additionally, clotting at the inlet area of the oxygenator does not necessarily indicate that the clotting was initiated in that area. Anticoagulant management and patient related factors can contribute to hemolysis. (B)(4).

Event description:
On (B)(6) 2011, at (B)(6), observed clotting in quadrox-ID (lot number 70048084) after two (2) days. Additionally, the flow decreased from 3.8 liters per minute (lpm) to virtually nothing quickly. The device was switched out. The customer noted that the patient was on heparin. (B)(4).